Event description:
During an in clinic follow up, noise which resulted in oversensing was observed on the right atrial (ra) lead. Additionally, increased capture threshold and decreased sensing were also recorded on the ra channel. No intervention has been performed and the patient was stable and will continue to be monitored.